Event description:
Patient returned to surgery for non-functioning port-a-cath, for replacement. Surgeon discovered tubing was sheared. Injectable part was removed. After pacu - pt transported to (B)(6) radiology lab via ambulance.